Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, arrythmias, cardiac arrest, and respiratory failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Device remains implanted.

Event description:
It was reported from the site that the patient was status post (s/p) left ventricular assist device (lvad) implant on (B)(6) 2017. Patient was progressively declining with poor hemodynamics despite high dose vasoactive's, poor oxygenation requiring fio2 of 100%, and arrhythmia. Patient required intensive care unit (ICU) level care from the time of implant. Multiple interventions received medical management. Patient with underlying junctional rhythm requiring atrial pacing with periods of atrial fibrillation and flutter with rapid ventricular response causing hemodynamic compromise. Inadequate lvad support with lack of atrial ventricular (av) synchrony. Lvad speed alterations during atrial fibrillation and flutter did not cause appreciable change in cardiac index. On (B)(6) patient continued to have poor hemodynamics, poor oxygenation, and became anuric and acidotic. Given mixed cardiogenic and distributive shock and severe hypoxemic respiratory failure/acute respiratory distress syndrome (ards), patient was transitioned to comfort care and withdraw of care on (B)(6) 2017. It was stated that the patient had a cardiac arrest with acute respiratory failure and cardiogenic shock and died on (B)(6) 2017. It was further stated that there were no device issues suspected in the death. Family declined autopsy and the site disposed of all equipment, and pump remains implanted. No additional information available.